Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Per call received, the patient mentioned that his device is no longer working. It stopped working since 2009. But he still has it in him but its already inactive. No symptoms/patient complications reported.